Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently minimum fill notifications occurred after filling a cartridge with 150 units of insulin across multiple cartridges. Reportedly, customer added insulin to the cartridge however another minimum fill notification occurred. Additionally, it was reported that air bubbles were observed in the infusion set tubing. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge and resumed insulin delivery to resolve the issues.